Event description:
Report received from the USA regarding a motor device in which, during a lumbar laminectomy, and e8 error code was observed. According to the report, the user performed trouble shooting by turning the device on and off. The e8 error code did not appear for the remainder of the procedure. There were no delays in surgery reported as the code was resolved quickly. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and passed the acceptance test. The reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).